Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and found an error code 112 displayed on the screen. The error code 112 was referenced to motor issue. Further investigation of the pump determined that the motor was defective due to high current draw and is the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited system fault. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.